Manufacturer narrative:
The reported failure of evt_supercap_failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, an alarm error code e238 (evt_supercap_failed) was discovered in the event log. This error indicated that the device had an issue with the supercap or the charging unit. The printed circuit assembly (pca) will need to be replaced to address the issue. Additionally, the air inlet foam filter, particulate filter and muffler assembly need to be replaced due to 4 years preventive maintenance (pm) and the proximal filters and machine flow sensor need to be replaced due to contamination. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.